Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals that would last 10 to 15 minutes. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.